Manufacturer narrative:
Tip came off the shaft of the electrode during cleaning while instrument was in surgical room, but not in use on patient. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force.

Event description:
Tip broke off of suction irrigation electrode while being cleaned in surgical area. Items are cleaned by hand. No patient involvement.